Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed. The device met 89% of expected longevity. The returned device did not detect any performance issues, but the calculated longevity result of 89% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there were non-sustained ventricular tachyarrhythmia episodes with incorrect markers and the device was implanted after the use before date the device was explanted and replaced. No patient complications have been reported as a result of this event.